Event description:
As reported, the 120cm outback elite re-entry catheter was used but, after the unknown wire pass aside the occlusion, it was impossible for the physician to retract the cannula. There was no reported patient injury. The device will be returned for evaluation. Addendum: product analysis demonstrates a separation of cannula where the marker band is located.

Manufacturer narrative:
Complaint conclusion: as reported, the 120cm outback elite re-entry catheter was used but, after the unknown wire pass aside the occlusion, it was impossible for the physician to retract the cannula. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile unit of an outback elite 120cm re-entry was received coiled inside of a clear plastic bag, along with a guidewire. Product was unpacked to perform the product evaluation. During the visual inspection, a kinked/bent condition was observed on the distal tip. Also, a curved condition on the shaft was noticed. No other damages or anomalies were observed on the returned device. Note: the outback elite catheters are packaged with the cannula deployed. During functional analysis, the handle slider was actuated in order to retract the needle cannula back, but it did not retract as expected. Even if the slider was actuating back and forward, the needle cannula remained deployed. Returned device was analyzed using an x ray-machine focusing where the shaft was curved. The resulting image shows a separation of cannula needle wire where the marker band is located in the shaft. Sem results showed the separated area of the cannula needle wire of the outback elite 120 cm reentry unit presented evidence of a crack, dents, and ductile dimples. The crack and ductile dimples are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the cannula needle wire material was induced to a tensile force that exceeded the material yield strength prior to the separation. Also, it is suggested that the dents were caused by an impact with a flat surface or tool, resulting in a material separation. No other anomalies were observed during sem analysis. The reported ¿cannula/needle retraction difficulty-unable to¿ was confirmed through analysis of the returned the device. The ¿cannula wire port/guidewire lumen separated¿ condition was additionally noted. However, the exact cause of this condition could not be conclusively determined during analysis. Based on the limited information available for review, procedural/handling factors and concomitant device conditions may have contributed to the separated cannula needle wire and the subsequent inability to retract the cannula/needle as evidenced by the crack, dents and ductile dimples in the area of separation. The crack and ductile dimples are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the cannula needle wire material was induced to a tensile force that exceeded the material yield strength prior to the separation, such as excessive force when inserting the guidewire. Additionally, it is suggested that the dents were caused by an impact with a flat surface or tool, resulting in a material separation. According to the information on safety within the instructions for use (IFU), ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops. Prior to insertion into the body, ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked in the most proximal position. If not, repeat flushing sequence.¿ the IFU also states, ¿depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip. Advance the guide wire through the cannula tip to position it as desired at the vascular target site. If, after advancing the guide wire distally, it is desired to retract the guide wire and resistance is experienced, first retract the cannula (guide) fully into the outback elite re-entry catheter, then proceed with retraction of the guide wire. Retract the cannula tip into the outback elite re-entry catheter by fully retracting the handle deployment slide until it stops. Release the handle deployment slide button to lock the deployment slide in the retracted position. Ensure the cannula tip is fully retracted into the catheter lateral port, and the handle deployment slide is locked, prior to withdrawing the catheter over the guide wire.¿ neither the product analysis nor the phr review suggests that the failure experienced by the customer could be related to the manufacturing process. Controls are in place to verify the device conditions and all were found to be acceptable therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17931540 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 120cm outback elite re-entry catheter was used but, after the unknown wire pass aside the occlusion, it was impossible for the physician to retract the cannula. There was no reported patient injury. The device will be returned for evaluation.